Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the blower assembly was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower that was not working as expected. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a blower that was not working as expected. The customer reported that the device was showing low volume faults. The rse provided the part number for a replacement blower assembly. The investigation is ongoing.